Manufacturer narrative:
Product event summary # product ID# 693565 the lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular lead was tested and passed with adequate thresholds. After the procedure it was not possible to obtain an adequate safety margin during defibrillation threshold testing. The pocket was reopened and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.